Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 185 ohms. Pocket maneuvers and isometric testing revealed no noise. During the change out procedure of this patient's existing pulse generator (pg) due to elective replacement indicator (eri), the physician elected to not replace this rv lead since patient was non-ischemic and less likely to have a tachy arrhythmia. The patient had not required therapy from their device before and was not dependent. Shock impedances measurement was at 135 ohms with the new pg. No additional adverse patient effects were reported. This rv lead remains in service.